Event description:
Ous MDR: it was reported the stent could not pass the lesion.

Event description:
It was reported the stent could not pass the lesion.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned for analysis with the stent still being applied on the balloon. The technical investigation revealed that the stent is deformed at its distal end and displaced about 2.5mm in distal direction. The balloon is still well folded and shows no signs of inflation. Moreover microscopic analysis showed clearly visible stent embedding traces on the balloon surface, indicating that the stent was properly crimped between the two radiopaque markers at the time of delivery. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.